Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that, while using an ultrasound tip, a wound burn had occurred along with iris prolapse after an ultrasound tip was inserted into the patient¿s eye and oscillated during an ultrasound mode of cataract procedure with intraocular lens implantation. The surgery was completed on the same day after continued use of the same product. The patient¿s current condition was unknown. This report pertained to the phacoemulsification tip involved in this complaint. Additional information had been requested but had not been received to date.